Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 9 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2012. It was reported that on (B)(6) 2017, the patient showed clinical signs of hemolysis with a lactate dehydrogenase elevated to 1015 u/l. The patient was treated with heparin, and on (B)(6) 2017 the pump was exchanged. No additional information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed in the evaluation of the pump. The pump was returned assembled with driveline cut approximately 9 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. An unattached bend relief collar was returned. The outflow elbow was returned unattached from the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a thrombus ring adhered to the inlet bearing ball and the inlet section of the rotor. The thrombus ring appeared to be in the early stages of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that these depositions did not form in the outlet stator. Although their origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.